Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had cutting and scrapping on its suction cylinder. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the suction cylinder was found shaved. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: water tightness is lost due to deformation of the upward/downward knob and deformation of the electrical connector guide pin; the connecting tube had a dent; the image guide protector had a chip; the color ring had a crack; the electrical connector had corrosion due to water leakage; the adhesive on the bending section cover had a chip; the bending tube was deformed; the play of the upward/downward knob and the bending angle in the up direction were out of standard value due to wear of the angle wire; a noisy image occurred due to corrosion on the electrical connector; and the forceps channel port was shaved. Lastly, there were scratches on the following parts: the plastic distal end cover, the forceps elevator lever, the upward/downward knob, switch#1, the connecting tube, the objective lens, the protector of the universal cord on the suction connector side, the light guide cover glass, the right/left knob, the switch box, the scope cover, the suction connector, the universal cord, the grip, and the control unit. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: it is unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown if the customer has any idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning , if there were abnormalities in the accessories used for reprocessing, and if the customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is also unknown if the customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.